Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced hyperglycemia. The customer¿s blood glucose level was 504 mg/dl. Customer reported that the insulin pump received motor error and motor position encoder error alarms. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. Customer reported that last few days her blood glucose had been high and she thought, when she puts units for food, customer stated that the insulin pump would stop and said suspend but did not found in insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.